Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 5th july 2023 getinge became aware of an issue with one of our surgical lights ¿ volista standop 400. As it was stated, the light was flickering during daily checking. Upon the device inspection it has been established the power supply board had water stains and insects accumulated inside. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ volista standop 400. As it was stated, the light was flickering during daily checking. Upon the device inspection it has been established the power supply board had water stains from the insects accumulated inside. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during daily check. Subject matter expert established that according to the information provided the presence of water in the device is the result of a water leakage or condensation coming from the facility, it is a phenomenon external to the device. This problem is not related to the device, the volista surgical light is not supplied with water and is not a source of a leak. For safety reasons a functional check of the device is required to verify the absence of damage. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain, h6 medical device ¿ problem code fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a previous h4 device manufacture date: 08/24/2016 corrected h4 device manufacture date: 08/25/2016 previous h6 medical device ¿ problem code: environmental compatibility problem/moisture or humidity problem/moisture damage/1405 corrected h6 medical device ¿ problem code: contamination /decontamination problem/device contaminated at the user facility//4064

Event description:
Manufacturer's reference number (B)(4)